Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: what color cartridge was used: the stapler was already pre-charged with a blue cartridge, it was the first; did the device not cut completely or not at all: not at all; why was the hospital stay prolonged: the hospital stay prolonged for internal check; was the prolonged hospital stay attributed to the issues with device: no it was a care for the surgical procedure; what is the current patient status: is fine.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was used? The stapler was already pre-charged with a blue cartridge, it was the first. Did the device not cut completely or not at all? Not at all. Why was the hospital stay prolonged? The hospital stay prolonged for internal check. Was the prolonged hospital stay attributed to the issues with device? No it was a care for the surgical procedure. What is the current patient status? Is fine.

Manufacturer narrative:
(B)(4) date sent: 7/8/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what color cartridge was used? Did the device not cut completely or not at all? Why was the hospital stay prolonged? Was the prolonged hospital stay attributed to the issues with device? What is the current patient status?

Event description:
It was reported that during a transoral septotomy for zenker diverticulum procedure, the device did not cut. The clips were properly applied. The cut was performed with an electric scissor. The hospital stay was prolonged. It is not known how the procedure was completed.